Event description:
The customer stated that the device battery does not lock into place. No pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.